Manufacturer narrative:
(B)(4). Upon device return, analysis of the catheter found that the inner tray of the catheter packaging did not properly hold components in place.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
It was reported the catheter tip sprung out of the packaging when the healthcare professional (hcp) was peeling the paper away. The catheter tip went over the sterile insert. A new catheter was used. There was no impact to the patient. The patient was receiving effective therapy. There was no medication information reported.